Event description:
It was reported that the right atrial (ra) lead was surgically abandoned due to high pacing thresholds and impedance issues, which were found during normal follow up visit. As a result, a new ra lead was successfully implanted. No additional patient adverse effects were reported.